Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was not able to charge and boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective battery assembly. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.